Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified mid right coronary artery (rca). A 2.50mm x 15mm emerge balloon catheter was advanced for dilatation. However, during inflation at 8 atmospheres, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another emerge balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device avail. For eval, returned to MFR. On, device returned to MFR., device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: returned product consisted of an emerge balloon catheter. The balloon was loosely folded with contrast in the lumen and balloon. Microscopic inspection revealed a pinhole in the balloon material, 6 mm distal of the proximal markerband. Inspection of the remainder of the device revealed no damage or irregularities. There is no indication the device was inflated over rated burst pressure (rbp). The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified mid right coronary artery (rca). A 2.50mm x 15mm emerge balloon catheter was advanced for dilatation. However, during inflation at 8 atmospheres, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another emerge balloon catheter. No patient complications were reported and the patient's status was good.